Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed under general anesthesia. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After placement of the venous introducer sheath, 3000 units of heparin were administered. The transesophageal echocardiography (tee) probe was introduced, ruling out thrombus in the laa and enabling measurement of the laa. A transseptal sheath and needle were introduced under tee and angiographic guidance. After positioning at the septum, the transseptal puncture (tsp) was performed in a mid-posterior location, confirmed by tee. A further 7000 units of heparin was administered. Left atrium (la) pressure was also measured at 20mmhg. The stiff wire (j-tip) was advanced into the pulmonary vein, and the transseptal sheath was exchanged for the was sheath. A pigtail catheter was advanced over the stiff wire. An activated clotting time (act) measurement of 173 seconds was obtained, followed by another 4000 units of heparin. The pigtail catheter and was sheath were navigated into the laa. Contrast injection in right anterior oblique (rao) caudal view was then performed for angiographic visualization and measurement of the laa. Based on these measurements and after discussion with the attending physicians, a 24 mm wds was selected and flushed. After removal of the pigtail catheter, tee revealed a thrombus at the tip of the was sheath. Aspiration of the was sheath was unsuccessful; therefore, it was withdrawn into the right atrium (ra) under negative pressure and subsequently removed from the patient. In addition, tee confirmed a thrombus at the distal end of the laa. The procedure was aborted. Another act measurement showed 187 seconds. Upon flushing the was sheath, a thrombus several centimeters in length was confirmed. The patient showed no neurological deficits after awakening from anesthesia. There were no further patient complications, and the patient was discharged. The patient will remain on oral anticoagulation (oac) medication for another 6-8 weeks. A reattempt of the laac procedure is planned for (B)(6) 2025.